Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Post procedural imagery and 3mensio were provided and following was observed: burst balloon observed on inflation balloon. The complaints for balloon burst was confirmed by the imagery provided. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, 'after the 29mm s3 ur was deployed of the balloon ruptured. The balloon was partially inflated when it burst. There was mild to moderate degree of calcium in the annulus/leaflets'. Per additionally received information, 'excessive valve positioning and attempting to cross the tricuspid valve likely damaged the balloon prior to deployment.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, if the balloon material was subject to unfavored physical interactions with the pre-existing ring, its structural integrity could have been compromised via analogous failure mechanisms. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification, interactions with pre existing ring) may have contributed to the balloon burst.

Event description:
As reported by the field clinical specialist, during a transcarotid tricuspid valve replacement (ttvr) with a 29mm sapien 3 ultra resilia (s3 ur) valve the tricuspid position, after the 29mm s3 ur was deployed the balloon ruptured. A dilatation with a 28mm true balloon was used to partially inflate and secure the 29mm s3 ur valve while a second delivery system was prepped plus 3cc, and valve deployment was completed successfully. The patient was stable and sent to recovery. The initial reporter did not allege that any ew devices were deficient in any way.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. H3 other text : nsa.